Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. The clip got entangled with chordae while positioning. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed on chordae. The tr remained unchanged post procedure. There was no clinically significant delay reported.